Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a combination of user error, including improper installation, and damage that occurred during handling. If the tubing is not correctly seated or attached to the pump or connectors, leaks may occur at the connection points. Damage or punctures: physical damage to the tubing during handling, setup, or use (such as cuts, kinks, or punctures) can result in leaks. Incorrect assembly with other components: using incompatible or incorrectly assembled connectors, adapters, or extension tubing can create gaps or weak seals, leading to leaks. Over-tightening or under-tightening connections. Both compromise the integrity of the seal at connection points. It is important to inspect the tubing for visible damage before use, ensure all connections are secure, and follow the recommended assembly instructions to minimize the risk of leaks. The complaint allegation is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-dec-2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump produced an outflow issue during a case with no patient affected.